Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The distal tip had been cut open exposing the anchor. A minor kink was also identified on the hemostasis sheath. No other damage or deformation to the device was identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after endovascular therapy (evt) of the right superficial femoral artery (sfa) in which a parent 6fr 21cm was used via antegrade approach. After removing the procedure sheath, the locator/insertion sheath assembly was inserted into the puncture site, and backflow of the blood was observed. It was confirmed by angiography that the sheath was positioned properly in the artery against the vessel wall. The angio-seal device was inserted into the insertion sheath until snapped together and then the device cap was pulled back. Confirming the colored bands were completely visible, which indicated proper deployment of the anchor, the device/sheath assembly was withdrawn to position the anchor against the vessel wall. However, the anchor was not positioned, and the device/sheath assembly was withdrawn together, and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by 0.3 hours of manual compression. Since the removed sheath was covered with blood and the presence of the anchor could not be visually confirmed. The sheath was cut open to check if the anchor was removed from the patient together with the sheath. Therefore, there is an incision in the returned sheath. It was confirmed that there was no residue of the device in the patient. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The estimated blood loss was less than 250cc. There was no health to the patient.